Event description:
It was reported the battery was depleting too quickly, resulting in the pump shutting down. The customer experienced an elevated blood glucose (bg) level. The customer¿s continuous glucose monitor read "high¿; however, a specific bg value was not provided. An insulin injection was administered to address bg. Troubleshooting revealed the battery was depleting as anticipated. The customer continued to use the pump for insulin therapy.